Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system on (B)(6) 2009 including an ipg. It was reported the patient no longer has stimulation. On (B)(6) 2011, stimulation shut off on its own. She is also having issues with the programmer and charger communicating with the ipg. The patient is scheduled to meet with her doctor to discuss the next course of action. No further information is available at this time.